Event description:
The customer reported a ups error upon boot up and, as a result, the system would not complete boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation ups was replaced. The system was then found to be operating as intended.